Event description:
A malfunction alarm was reported by the customer, indicated as malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset instructions and assisted with resetting the pump. The malfunction alarm did not recur, and the customer was advised that they could continue using the pump but should call back if the issue occurred again. The customer understood and acknowledged these instructions.